Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the monitor was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor resets) was confirmed. Upon evaluation the monitor was resetting during pulse testing. The problem was isolated to the defibrillator pca. An overall root cause investigation into this issue is ongoing. No adverse event resulted from the monitor resets.